Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range pacing impedance measurements on the right ventricular (rv) lead. The patient was brought into the clinic and isometric testing was performed. The rv pace thresholds and sensing were stable and no noise was noted on the lead or in any stored events. The plan is continue monitoring. Currently, this product remains in service and no adverse patient effects were reported.